Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak that was found on the transfer set. The nurse observed the leak from the tubing while delivering dialysis solution immediately after exchanging the transfer set. The transfer set¿s tube was cracked even though it was new. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The transfer set was returned and a device analysis was completed. A visual inspection (naked eye and microscopic) identified a cut in the silicone tubing. Clear passage testing, clamp function testing, torque engagement, and device to device interaction testing (uv flash machine connection) were all performed with no issues noted. The diameter of the patient adapter measured per specification limits. During leak testing a leak was identified from the observed cut in the silicone tubing. The reported leak was able to be verified during sample analysis. The cause of the leak was a slice in the transfer set¿s silicone tubing. Should additional relevant information become available, a supplemental report will be submitted.